Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported experiencing elevated blood glucose levels of 400-500 mg/dl; self-treated. Caller stated he was admitted to the hospital with dka and treated with insulin via IV. Caller alleges elevated blood glucose levels were partially due to a bent infusion set cannula and stress. Infusion set has been discarded. No product will be returned.